Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the surgeon was firing the atb45 device across the bowel and the stapler misfired. The staples were not formed correctly. The surgeon laparoscopicaly sutured the staple line to reinforce it and opened another device to complete the case. There was no further consequence to the pt